Event description:
Allegedly removed during revision of another component.

Manufacturer narrative:
No meter lot was provided by customer in the initial report however, three meters were returned for investigation. (B) (4), (B) (4) and (B) (4) were tested. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in any of the three meters memory. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. The 'device manufacture date' is unknown at this time.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes of 2.6 mmol/l, 10 mmol/l, 13 mmol/l and 17 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.